Manufacturer narrative:
No investigation could be performed as the article did not provide any specific information regarding the procedure date or da vinci system identifiers. There was no report of any da vinci product issues, and no indication that any da vinci products contributed to the reported complications. A system log review was not performed since there is insufficient or unconfirmed event information. Citation: zohar, y., hefer, b., vazana, I., jabareen, m. H., moed, r., mazor, e., charabati, e., alsaraia, n., & mabjeesh, n. J. (2025). Minimally invasive one-docking, two-target, and three-port robotic-assisted nephroureterectomy: redefining surgical approach. Cancers, 17(4), 627. Https://doi.org/10.3390/cancers17040627. Section a2- patient age was selected as 79 years (as mean age of all patients in the robotic surgery cohort). The study age range was 55-86 years. Section a3a- patient gender was selected as male (as 80% of the robotic group patients). The study included 12 male, 3 female patients. Section b3 event date was selected as the date this article was published: 13 february 2025.

Event description:
A literature article described a retrospective single-center cohort analysis study that aimed to optimize the surgical approach to robotic radical nephroureterectomy (rrnu) for patients with urothelial carcinoma in their kidneys and ureters. The approach involved reducing the number of ports used and improving visualization during the procedure. The medical record review involved 15 rrnu procedures with bladder cuff excision (bce) between 2019 and 2024 performed by a single surgeon using a one-docking, 3-port technique. The article specifically noted one patient, who was readmitted on post-operative day (pod) 7 with type ii myocardial infarction that required angio-embolization. The article also reported major complication rate (clavien-dindo grade greater than iii) was 13.33%. However, no specific information was provided. The article listed the following complications in the post-operative period: urosepsis (2) blood transfusion (5) atelectasis (3) surgical site infection (1) acute kidney injury (9). No device malfunctions were reported, and the authors did not attribute any events to the da vinci xi robotic system. Requests for additional information were made to the corresponding author, but no response has been received.